Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital with melena on (B)(6) 2018 with hemoglobin (hgb) 6.8 g/dl. The patient received 2 units packed red blood cells (prbcs). International normalized ratio (inr) supratherapeutic at 4. Reported 1 to 3 episodes per day of melena described as black, thick that started about a week ago. 1-3 times a day. No hematochezia. The patient denies abdominal pain. On arrival to the hospital, the patient was hemodynamically stable. Warfarin and aspirin held. Started intravenous (IV) ppi bid, transitioned to home proton pump inhibitor (ppi) prior to discharge. Small bowel enteroscopy performed on (B)(6) 2018 revealed duodenal diverticulum with bleeding spot despite argon plasma coagulation (apc). Two clips placed with successful hemostasis. Suspect dieulafoy lesion. Warfarin restarted with brief heparin bridge. Intermittent melena status post clipping which resolved prior to hospital discharge. Aspirin (asa) held for 2 weeks after discharge and then restarted at 81mg daily. Inr at discharge 1.8. Received a total of 3 units prbcs and 5 units prbcs total. The patient¿s hgb was 7.6 on day of hospital discharge, therefore received 1 unit prbcs ( 5th total) on day of discharge. On (B)(6) 2018, the patient reports getting up from bed and became dizzy/lightheaded while walking towards the bathroom. The patient fell and hit his head on a dresser and loss consciousness which was witnessed by patient¿s spouse. There were no loss of bowel/bladder function or seizure noted. The patient was taken to the emergency department. No complaints of chest pain, nausea/vomiting (nv) or diaphoresis and no reported ICD shock. The patient sustained minor abrasions to lip and left forehead. CT of the head negative for acute process. Labs significant for: hemoglobin (hgb)6.8 g/dl and hematocrit 21.7 % (hct) , white blood count 20.3, international normalized ratio (inr) 3.6, with blood urea nitrogen (bun) 45 mg/dl and serum creatinine (cr) 1.45. The patient was transfused with 2 unit of packed red blood cells (prbc) urine analysis negative. Chest xray clear and denies fever/chills, dysuria or any recent illness. Held home warfarin and aspirin in the setting of acute bleed. Syncope likely related to acute blood loss anemia. The patient was transfused total of 5 units of prbcs. Hbg on day of discharge 7.6 and transfused one unit (5th total). The patient remained free of any further syncopal episodes or falls and discharged home (B)(6) 2018. The start date of this event is reported as (B)(6) 2018 with outcome reported as resolved with sequelae and stop date of (B)(6) 2018. Treatments included hospitalization, changes to medication, 2 clips placed and blood transfusion. No additional information provided.